Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device has audio anomaly. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. The audio tones or beeps functioned properly. However, hardware low level failures during self test and confirmed in the insulin pump history due to broken trace on keypad assembly.